Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) at l3 to treat an osteoporotic compression fracture and during the procedure, "cement leakage toward the spinal canal occurred. The "leaked cement at right l3 in spinal canal was removed. In addition, posterior fixation using screws and hook was performed at l2/l5 on same date." According to the report, the patient was asymptomatic and discharged 27 days later. The surgeon commented that "the cement leakage did not relate with bkp products due to technical factor". No other information could be obtained.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The doctor commented on the cause of delayed discharge as follows: ¿although the patient could walk with the aid of walking frame after ambulation, it took long time for rehabilitation.¿ at the preoperative examination on (B)(6) 2011, nrs was rated at score 5. At the investigation on (B)(6) 2011, the patient had back pain, and nrs was rated at score 6. At the postoperative 3-month investigation on (B)(6) 2011, the patient had back pain and nrs was rated at score 9. Preoperatively, nsaids (internal/regular) and fosamax (alendronate) were prescribed as an analgesic and osteoporosis drug, respectively. Until postoperative 1-month, both the nsaids (internal/regular) and bisphosphonate were prescribed. Until postoperative 3-month, nsaids (internal/regular) was solely prescribed. Until postoperative 6-month, tramcet (tramadol) was prescribed. For the use of analgesic and osteoporosis drug up to postoperative 12-month was unknown. Fosamax (alendronate) was used from around (B)(6) 2011 to around (B)(6) 2011. For the fosamax (alendronate), the patient was instructed to undergo a washout period during hospitalization. Washout period was from (B)(6) 2011 to (B)(6) 2011. The doctor commented that the treatment was effective for the patient. In postoperative 2-year investigation on (B)(6) 2013, the pain wasn¿t observed. In postoperative 3-year investigation on (B)(6) 2014, the patient didn¿t visit hospital in the follow-up period and couldn¿t be in terviewed within this fiscal year. However, based on the prospect that there are patient visits and interviews in the next fiscal year, the investigation was determined to be continued. In postoperative 4-year investigation on (B)(6) 2015, the patient didn¿t visit hospital in the follow-up period and couldn¿t be in terviewed within this fiscal year. However, based on the prospect that there are patient visits and interviews in the next fiscal year, the investigation was determined to be continued. In postoperative 5-year investigation on (B)(6) 2016, there has been no visit since (B)(6) 2013. Thereafter, there has been no visit and no interview done during the follow-up period. Therefore, the investigation was determined to be terminated. The doctor determined that the effectivity of the treatment was ¿unknown¿. The reason was described as follows: the effectivity could not be determined because the patient didn¿t visit hospital in the follow-up period and couldn¿t be interviewed.